Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the customer completed the dissection part using the vasoview hemopro 2 and was about to cauterize the branch when the metal tip separated from the silicone. During the branch cutting, metal part got separated from the silicon. The endoscope was within the cannula before the harvesting tool was inserted. The device was inspected prior to use. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. There was no delay. The procedure was completed using a new device. There was no patient harm.